Event description:
As reported via legal documentation the patient had a right knee replacement approximately 173 months ago to address degenerative arthritis. At time of legal reporting there was no report of right knee surgical revision. The patient experiences pain and discomfort. No additional information is available.

Manufacturer narrative:
D10: tibial tray (204-04-22, 1791796), patellar component (200-02-32, 1825812), femoral component (244-03-02, 1801287), tibial insert (optetrak classic) (244-22-11, lot no. 1812052), non-exactech full dose bone cement x2. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00908. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, instability, and loosening, and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.